Event description:
It was reported that the device was explanted but the pt had expired. Date of death is unk. Implant duration was approx two months. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.